Event description:
The following report was filed to the FDA by the above institution: patient with left acl tear in o.r. For left knee arthroscopic reconstruction of acl. Mitek cross pin broke apart when being removed from the left knee during surgery. X-ray taken to rule out retention of a foreign body showed 1 mm metallic density identified in the soft tissue overlying the lateral aspect of the distal femur; the patient was discharged same day with plan for orthopedic follow-up in 10 days.

Manufacturer narrative:
Follow-up contact with the facility revealed it was decided by the surgeon to leave the fragment in the soft tissue because, it was small and it would be more evasive or could potentially cause more harm by searching for it. The patient did not go back for his 10 day follow-up. There are no reported patient consequences. The device will not be returned to mitek for evaluation be returned to depuy mitek for evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Depuy mitek will continue to track any related complaints within this type going forward. No further action is required.